Event description:
After placing one stent and while attempting to place a second stent in the left superficial femoral artery it was reported that the distal tip of the stent delivery system (sds) slightly uncannulated during advancement to the lesion. However, it could still be deployed without difficulty in the intended position. The third stent used was reported to partially deploy while advancing to the lesion through the two previously deployed stents. This stent was removed without difficultly. The vessel was described as very calcified with an almost 100% stenosis. The user encountered difficulty while advancing the stent to the lesion. It was reported that the red locking pin was still attached to the handle.

Manufacturer narrative:
One non-sterile smart control 6x100mm was received coiled in a plastic bag. The stent was received partially deployed. The locking pin was received attached to the handle. No other anomalies were observed. An attempt to deploy the stent was performed with the locking pin attached to the handle to discard any possibilty of pre-deployment because of locking pin malfunction. The stent could not be deployed. The outer member length was measured and was found to be within specifications. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported complaint was confirmed. The exact cause of the failure could not conclusively determined, but it does not appear to be manufacturing related. Controls are in place to prevent unsheathed/pre-deployed catheters from leaving the facility. Therefore, no corrective and preventive actions will be taken at this time. With the limited amount of info available it is not possible to determine the actual relationship between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.